Event description:
A surgeon reports that a patient is experiencing visual disturbances following intraocular lens implant surgery. The disturbances were described as starbursts in overhead lights. The association between the reported symptoms and the intraocular lens is not known.